Event description:
Per the clinic, the device was explanted (B)(6) 2013. The reason for explantation is unknown. There are no plans for reimplantation. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the clinic, the patient was explanted due to recurrent ear infections and future plans to undergo electroconvulsive therapy.this report is filed august 7, 2013.

Manufacturer narrative:
(B)(4).